Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had a syncopal episode, was taken to the emergency room, cardiopulmonary resuscitation was used and the electrocardiogram showed ventricular tachycardia. It was also reported that the device showed a ventricular fibrillation episode and several non-sustained ventricular tachycardias. The device is still in use. No further patient complications have been reported as a result of this event.